Event description:
It was reported that during the implant procedure, the first lead attempted/not used as the lead would not go pass the tricuspid valve and two different stylets would not advance through the lead. Before implanting the second lead, the physician complained that the screw on the lead was a little bit out when removed from the package. A pinch-on tool was used to get helix back into lead. The second lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).